Manufacturer narrative:
The field service engineer (fse) discovered the o-rings on the red blood cell (rbc) aperture broken, causing the leak. The fse replaced the o-rings and resolved the leak issue. The instrument continued to give low vacuum errors. The fse observed the vacuum lines were clogged and flushed the vacuum lines to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported low vacuum system error and approximately two milliliters of clenz solution leaked under the baths involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The customer performed system troubleshooting but could not resolve the issue. The operator was wearing personal protective equipment (ppe) and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.